Manufacturer narrative:
Supplemental for (B)(4). Describe event or problem - additional information. Device returned to MFR - additional information. Date device returned - additional information. Type of follow up: additional information/ device evaluation. Device evaluated by mfg- additional information. Evaluation included - additional information. Additional information.

Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and no data found within the investigation window for serial number (B)(4). The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.